Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as parameters were out of tolerance during incoming test due to a loose encoder. It was also noted that the back case was broken. The back case cover bails were missing / broken. Spare parts were not available and the instrument was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.